Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced persistent hyperglycemia with a peak blood glucose value of 253 mg/dl. The event was associated with an incorrect weight entry, which was corrected to allow the device algorithm to adjust dosing. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.